Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "improved results using extensively coated tha stems at minimum 5-year follow-up" written by john j. Callaghan, md; jesse e. Templeton, md; steve s. Liu, md; lucian c. Warth, bs; and young-yool chung, md published by clinical orthopaedics and related research (2006) was reviewed. The article's purpose: "the study design is a case control study consisting of a cohort of patients who underwent total hip arthroplasty (tha) with a second generation extensively coated femoral component (prodigy) followed for a minimum of 5 years." Data was compiled from 100 thas in 86 patients performed between june 1994 to october 1997 with the prodigy stem. It is noted that the stem with modular head was used in conjunction with depuy and non-depuy acetabular components. There were 58 men and 28 women ages ranged 18-72 years and an index of 5-7 years post initial implantation follow up. The control group was non depuy components. Radiological images that entail patient identifiers describe successful implantations without adverse events. The article does not provide product identification with specific adverse events, and the articles does not provide adequate information to determine accurate quantities. Depuy products utilized: prodigy stems and modular head, duraloc cups, poly liners. Adverse events: dislocations (treated by revision for head and liner exchanges), osteolysis (associated with liner wear and treated with revision), thigh pain (general reports without indication of intervention), stress shielding (femoral and acetabular without indication of intervention), periprosthetic femoral fracture (treated with surgical intervention but retention of stem).